Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2017: the medical facility reported receiving a shipper box that contained one of the inner fiber packages as damaged. Upon inspection of the procedure kit, it was noted the fiber had also been damaged/broken. It was reported the disposable device is available for return to the manufacturer for a device evaluation.